Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient could hardly walk or stand up straight since may and thought it had to do with the implant. The caller reported that they went to the doctor in may and the doctor had to reset the device. The doctor asked the caller if they wanted to turn the device off for a while to see if they could walk better, and the caller did not want to do that at the time, but they wanted to do that now. The caller reported that they thought the stim was too high. The patient did not have the equipment with them at the time of the call. Patient services sent the caller a quick guide on how to turn it off. Additional information was received. Patient called back and provided a continuation of the event that was previously reported. Patient stated they wanted to turn off the implant as patient reported it was "affecting" the way they walk and reported they could hardly walk without holding on to something or somebody. Patient stated they spoke with someone who advised them to contact patient services. Patient reported they wanted to see if turning off their implant would help them as patient reported it felt like they were paralyzed from it a nd they wanted to take a break from it for a while. Patient stated they wanted to see if it helped them walk better with therapy off and stated they would turn therapy back on later. Patient reported it goes down to their legs and feet. Patient stated they "like it" but wanted to see if they walked better without it. Agent reviewed general use of external devices and walked patient through how to connect with implant. Patient initially reported getting device not responding. Patient made a comment that they usually don't have problems like this with connecting. Following repositioning communicator patient confirmed successfully connected with their implant and turned therapy off. Patient would monitor now that therapy was off. Patient services reviewed their role with the patient and redirected the patient to their managing healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on 2024-dec-03. The hcp noted that the patient had an appointment in (B)(6) 2024 and they did not report any paralysis or difficulties walking or any issue with the device. The device was working as expected as expected and no discomfort was reported during their appointment with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Ime updated: removed e012202 and replaced with e012204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.